Event description:
It was reported that an alert was received due to this right ventricular (rv) lead exhibited high, out-of-range pacing impedances measuring 2,088 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, it was noted there was noise on the lead when programmed in unipolar. The device was re-programmed, and they decreased the sensitivity to 5mv. Technical services discussed about unipolar sensing and recommended a lead revision. At this time, the lead remains in service. No adverse patient effects were reported.